Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised that the fan pulls air into the unit. The customer stated the rubber grommets that hold it in were old and failing. The cooling fan was replaced to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported cooling fan issue. There was no patient involvement.